Event description:
It was reported by repair work order that the bed had no power due to a fault power supply board.

Event description:
It was reported by repair work order that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the bed had no power due to a faulty power supply board.